Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. It is visible in the logs that the temperature alarms are active frequently. It is visible in the environmental conditions logs that the alarms are triggered by the life board temperature sensor (up to 86 degrees celsius). A new life block sent to the customer.

Event description:
The customer reported alarms related to high temperature of the device and blower triggered during ventilation on a patient. The device was removed from the patient due to the alarm noise. There was no harm reported associated on this event.